Manufacturer narrative:
Product problem should have been ticked. Required intervention to prevent permanent impairment/damage (devices) should not have been ticked. Additional suspect should have been removed.

Event description:
A report was received that the ipg was non functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-50 serial #: (B)(4) description: st linear lead 50cm.

Event description:
A report was received that the ipg was non functional. It was also reported that the patient was experiencing pain and numbness that had started to radiate into the left arm and into the fingertips. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the ipg was non functional. The patient will undergo an ipg replacement procedure.